Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced high flows, high power, and elevated ldh levels. The site performed a pump exchange and the physician reported pannus in the inflow cannula of the explanted pump. The patient had postoperative course complications and a computed tomography (CT) scan confirmed bleeding in the brain. The decision to withdraw care was made and the patient expired due to a hemorrhagic stroke. The new pump ((B)(4)) remained implanted postmortem and was not returned to the manufacturer for evaluation. The device ((B)(4)) was returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the pumps ((B)(4)) met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned pump ((B)(4)) in relation to the reported event. The reported event was confirmed via the log files, which revealed multiple 'high watts' alarms for pump ((B)(4)). Pathology exam confirmed the presence of thrombus within the returned pump. Dimensional and functional verification showed no deviation from current manufacturing and functional specifications. Possible clinical factors that may have contributed to the thrombus formation include the reported history of stroke and an inr value that was on the lower end of the manufacturer's recommended therapeutic range. The most probable root cause of the reported 'high power' event may be attributed to thrombus formation/ingestion within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Approximately seven weeks after hvad implantation this patient expired due to a hemorrhagic stroke following pump exchange. The patient initially present with high flow, high power, hemoglobinuria and elevated lactate dehydrogenase and was started on medical management for suspected thrombus but underwent a pump exchange two days later. At explant, the physician reported pannus at the pump inflow. The post-operative course was complicated by bleeding, vasoplegia and renal failure that required dialysis. Two days following the pump exchange, nystagmus was observed and head computed tomography scan confirmed a bleed. Care was withdrawn and the patient expired. There was no autopsy performed. Cause of death was reported as hemorrhagic cva. Per physician, the events are related to the device exchange.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted post mortem.